Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The battery voltage of all three batteries were measured to be lower than expected. An external power supply was attached to the pod in order to retrieve download data. Inspection of the download data found timeouts in conjunction with the pod generating an 0x3d hazard alarm indicating step sensor asserted before wire driven. The shelf mode current (smc) was measured to be within specifications. Upon inspection of the pod, corrosion was found on the pcb. A leak test was conducted successfully in order to locate the source of the internal corrosion, and a tear in the unexposed portion of the soft cannula was observed, where it was found to leak. The tear was measured 0.1170 inches from the nail head. The pcb was removed and inspected further, no other damages or manufacturing defects were observed, although upon further inspection the bottom battery was observed to be swollen. The battery was measured to be 0.2540 inches, this indicates an internal short. In conclusion the internal tear can be confirmed as the cause of the generated 0x3d hazard alarm and observed internal corrosion. However the investigation was not able to determined the cause of the swollen battery. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone16.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of the pod found a tear in the internal portion of the cannula. The device was originally reported for a hazard alarm during operation.